Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl and she was taken to the hospital. The customer was not admitted to the hospital. In the waiting room, she kept checking her blood glucose and spotted a bubble in the infusion set. Additionally, the customer had pushed the entire reservoir of insulin into her body. During the call, the customer was advised that the insulin pump would not pumped all of the insulin into her without alarming or displaying a noticeable motor issue. However, the recalled infusion sets were mentioned. The insulin pump was not returned for analysis.